Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down during surgery. Patient impact is not known. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log). However, the host was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host module. However, how or when the host became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).